Manufacturer narrative:
Additional information was received that the patient was interested in having the stimulator explanted because she no longer used it. No further course of action at this time.

Event description:
A report was received that patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that patient will undergo an explant procedure for unknown reason.